Manufacturer narrative:
Wide spread corrosion on the internal components was identified as the probable cause of the device overheating. Corrosion can lead to increased friction and subsequent overheating of the device.

Event description:
The core micro drill was sent for eval because it was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay; no adverse event was associated with the device.